Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: email.

Event description:
Reported 1 false positive sars results for one patient. Unknown if the result was confirmed. Confirmation method(s) not provided. The customer was not concerned with the false positives as the specificity is around 97% at their site. Inquired about best practices to ensure minimal erroneous results. Multiple attempts were made to contact the customer for more information about the false positives. The customer was unresponsive.